Event description:
It was reported that the patient was hospitalized with severe lower back pain that radiated into his legs and groin. The patient was not able to get out of bed due to the pain, so an ambulance was needed to transport him to the hospital. It was unknown if the pump was involved, but it was noted that the patient had an appointment with his physician to have the "pump adjusted" later that day. It was reported that the patient had a CT scan, blood work, and urine samples were taken. Nothing appeared abnormal, so an MRI was requested to decide if the patient should be moved to be seen by his primary physician. The drug used in this system was dilaudid. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8590-8 lot# n322032, implanted: 2012 (B)(6), product type accessory product ID, 8590-1 lot# n317571, implanted: 2012 (B)(6), product type accessory. (B)(4).